Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had motor position encoder error. The blood glucose level was unknown mg/dl at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion, prime and displacement test. Device received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify motor position encoder error alarm in the alarm history due to history file overwritten.